Event description:
A physician reported a pt who was originally skin tested by another unknown physician about 10 yrs ago [exact date-unknown] with negative results. The pt reported she was subsequently treated with collagen without event. On 24 sept 1999, the pt was reskin tested in the left forearm with negative results. On 8 oct 1999, the pt was treated in acne scars of the cheeks. On 5 nov 1999, the pt was examined and the physician noted there was small white collagen lumps at the treatment sites-[onset date-unknown]. Redness or "itching" was denied. The physician believed this was beading due to the overcorrection and prescribed dermatop-topical. On 10 nov 1999, the pt called the office still having the symptoms. On 12 nov 1999, the pt was examined in the office and the physician noted some "slight" elevations at the right cheek treatment sites. There was no tenderness or redness. No medical or surgical intervention was prescribed. On 30 nov 1999, the pt called the physician and stated she was still unhappy with the results of the treatment and had consulted two add'l physicians. The pt stated one of the physicians administered 16 injections of an intralesional corticosteroid. The pt has not returned to the treating physician's office. The physician continued to believe the symptoms were related to be beading secondary to overrrcorrection.